Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had blood glucose (bg) levels as low as 38 mg/dl which kept dropping after it was raised by consuming multiple candy bars and juice. Symptoms included unsteadiness. During troubleshooting, customer support found that the pump was not delivering basal rate as it was programmed: the basal history does not match active basal program. The patient was advised to come off the pump and to use alternate form of insulin delivery method as prescribed by health care provider. This complaint is being reported because the patient experienced hypoglycemia while on the pump and the basal rate issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014@4:02pm. The total daily dose adds up and reflects the programmed basal rate target. There was no activity outside of normal use is observed, ¿temp-basal¿ was in use during the reported period. The pump reflected 24u after a 24hr on 1u/hr basal program. The advanced boluses were correctly delivered and recorded in the history. The display is dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.